Manufacturer narrative:
The item in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during a polyp resection, the tip of a shaver blade broke and remained in the patient. It was not possible to retrieve the broken piece immediately. Therefore, an x-ray had to be taken and further surgery is planned to have the blade piece removed under general anesthesia.